Manufacturer narrative:
Patient age was entered incorrectly, it has been corrected to 45 years. Manufacturer's investigation conclusion: the report that the patient¿s driveline was noted to be a little ragged looking could not be confirmed as no images were submitted for evaluation and a driveline replacement was not performed. The center reported that there were no issues. Because the patient had been implanted for nine years, a log file was submitted for evaluation. The patient¿s driveline was noted to be a little ragged looking and the center was considering a driveline replacement in the next couple of months as a preventative measure. The submitted system controller log file captured no atypical alarms and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. Additional information received stated that no intervention was planned. As of (B)(6) 2019, the patient was stable and being monitored in an outpatient setting. The patient remains ongoing on vad support. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The heartmate ii patient handbook also contains section on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 9 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient's driveline looked a little ragged. The clinician planned on getting a driveline repair in the next couple of months as a preventative measure. The manufacturer's technical service representative reviewed the submitted log file and found some degradation on phase a of the driveline.